Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. H6 medical device problem code: 2017, excessive force, 2017, incorrect removal.

Event description:
It was reported that this was an arteriotomy closure of a left common femoral artery using a prostyle device after an interventional peripheral angioplasty procedure with a 6fr sheath. Reportedly, it was not possible to lower the lever to close the foot. The physician tried to rotate the device and insert the device back into the artery but the lever still did not go down. The physician forced the device to retract from the artery with the lever and feet still open and vessel damage occurred. Manual compression was used to treat the vessel damage and to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Visual inspection and functional testing were performed on the returned device. The reported difficult to open or close the foot was confirmed. The reported difficulty to remove the device could not be confirmed as the exact conditions encountered by the device during the procedure could not be replicated in the test environment. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. The patient effect of vascular injury (tissue damage) is listed in the electronic perclose prostyle instructions for use (IFU) as a possible adverse event of use of the device. It should be noted that the electronic prostyle IFU states: step 3: pull back plunger to deploy suture. Step 4: lower lever to close foot. In this case, based on the returned device condition, the plunger was returned still inside the device while the lever was lowered. It should be noted that the electronic prostyle IFU states: do not advance or withdraw the preclose prostyle device against resistance until the cause of that resistance has been determined. Excessive force used to advance or torque the perclose prostyle device should be avoided, as this may lead to significant vessel damage and/ or breakage of the device, which may necessitate intervention and/ or surgical removal of the device and vessel repair. Based on the reported information and the observations from the returned analysis, the investigation determined that the reported issue appears to be related to user error. The subsequent treatment appears to be related to circumstances of the procedure. In this case, the device was used out of sequence. Step 4 was performed prior to step 3. The plunger was returned inside the device while the lever was lower. This IFU violation contributed to the reported issues and observed damages to the device. The reported patient effect of tissue damage is a known risk of the procedure. Based on the results of the complaint investigation, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.